Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive and related software was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys exhibited multiple errors and locked up. No pt or user injury was reported.